Event description:
Surgeon was performing a total knee replacement and when attempting to remove the trial tibial bearing, the front piece fractured. All components were recovered and confirmed with the surgeon.